Event description:
It was reported that a patient had eroded artificial urinary sphincter cuff which was removed. The surgeon placed a deactivation plug in patient. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.